Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the open distal gastrectomy surgery, could not fire farther after fired 1/3 when severing stomach tissue on the 1st firing. Changed another sr75, could not fire farther after firing a half, and firing knob was broken off. Used the new one to complete surgery. There was no patient consequence reported. All the broken pieces would be returned. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 01/27/2020. D4: batch#: t5cy28. Device analysis: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with two reloads present. The reload (b) was returned with the proximal 26 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position. The reload (c) was returned with the proximal 38 drivers up and the remaining drivers were down with staples present; the swing tab in the locked position no functional test could be performed due to the condition of the device. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Reload b: sr75, t5cm7g 26 drivers up. Reload c:sr75, t5ch68, 38 drivers up. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.